Manufacturer narrative:
Insulin pump alarmed during the prime test due to a faulty force sensor resistor. Drive support disk was inspected and no anomaly noted. The device was received in with a scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin squirts out during the manual prime process. The blood glucose reading is 253 mg/dl. The drive support cap is loose. The insulin pump will be replaced. Nothing further reported.